Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker system was successfully implant even though the physician did encounter difficulties inserting the right atrial (ra) lead into the pacemaker header. During the post implant evaluation it was observed that the atrial polarity had automatically switched to unipolar. It was discovered that the atrial impedance measurements were greater than 3,000 ohms in the bipolar configuration. An x-ray was performed and it was noted that the ra lead was not fully inserted in the pacemaker header. Due to the risk of therapy being impacted for the patient the physician decided to revise the system. The revision procedure was successfully confirmed and the lead was reinserted into the header of the device and no further complications were reported.